Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2015. Mfg site investigation: samples received: 1 unopened pouch. There are no previous complaints of this code batch. There were (B)(4) units of this code batch manufactured and distributed, there are no units in OEM stock. Tightness test to the sample received has been performed and the unit is tight. Monosyn biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of monosyn was proved. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. No material or mfg defect found. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(4). Vet case: granuloma and abscesses around suture with result of death.